Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was reported that the patient was admitted to the emergency department with respiratory failure. It was reported the last refill took place on 2023-03-31. The baclofen was not diluted. There were no discrepancies observed between expected and calculated volume in the last refill. According to the history, the patient always had the same prescription, with no need to increase the daily dose or concentration of baclofen. Per the hcp that based off this information, they can exclude a problem related to the last refill or a possible temporary occlusion that suddenly resolved, causing the patient's symptoms. Apart from respiratory failure, the patient reported no other baclofen overdose symptoms. It was confirmed there were no reported pump errors or ongoing alarms. The patient was under observation. As a precaution, the doctor had reduced the daily dose from 500 to 380ug/day and removed the morning bolus. He would also do an epidural to remove some spinal fluid and see if the respiratory failure resolves. As he does not have the catheter access port (cap) kit he is unable to empty the catheter. The doctor is considering other causes that could be the cause of the respiratory failure. So far the CT scan has come back negative for pneumonia.  Additional information was received from a foreign healthcare provider via a company representative. It was reported the patient's medical history related to the event was the patient was suffering from tetraparesis due to cervical myelopathy with spasticity and had an intrathecal pump implanted for the spinal fluid delivery of the antispasmodic drug baclofen (bioindustria l.i.m.). On the morning of may 9th, the patient had episodes of tremors, drowsiness and confusion so was taken to the emergency department. In the last two weeks, the patient¿s family reported slight episodes of drowsiness and confusion. The patient was urgently admitted to the emergency room with red code, there were signs of worsening respiratory distress for which it was first necessary to ventilate the patient and then intubate him. It was reported there was no reason to suggest that the medtronic pump was not providing therapy as prescribed and there were no reported pump errors or ongoing alarms per the logs that were retrieved. Additional diagnostics/troubleshooting performed related to the event was after the patient was intubated, doctors performed a cerebral-thoracic CT that was negative for pneumonia but showed two catheter segments: one fragment of the catheter was connected to the pump and was positioned at the dorsal thoracic level d8 and the second fragment was disconnected from first segment and positioned in the region of the brain stem. The physician had assumed the catheter may have broken. It is not known when the event occurred (2021 CT shows only one intact catheter with tip position near d7) and if the second apical fragment was already so high or whether it moved when the event was observed. As for the catheter portion with tip on d8, as soon as the patient's condition allows, a test with cap kit and contrast will be carried out to assess it patency and where the tip precisely infuses drug. The physician ruled out the presence of a second intact catheter left in place during pump replacement surgery. The cause of the event is not yet known, the doctor does not exclude that the clin ical picture (drowsiness, confusion, difficulty breathing) could be due to the intrathecal drug baclofen even if the patient always had the same prescription with no change in baclofen dosage and concentration for long time. The actions/interventions taken to resolve the event was while waiting to carry out tests with the cap kit, neurosurgeon consultancy was requested, subtraction of baclofen dissolved in the spinal fluid by lumbar puncture was performed and cytochemical examination and sample spinal fluid culture was requested in addition to brain MRI. The daily dosage of intrathecal baclofen was reduced on tuesday may 9th from 500ucg to 360ucg/day and removed the morning bolus, and the following day wednesday may 10th to 290 ucg/day. The patient remained intubated until friday may 12th and was then extubated. The patient was extubated but remains under observation. Stable clinical situation is awaited for testing catheter with cap kit and replaced it if necessary. The results of the spinal fluid sample and the brain MRI are negative and do not indicate any possible cause related to the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# unknown implanted: (B)(6) 2019 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the results of the cap study was the physician tried to run the test with the kit 8540 but failed to reach the catheter access port. The physician made numerous attempts through the use of the brightness amplifier and ultrasound but failed. The patient¿s condition was stable but remains under control because he suffers from sleep apnea. Since the last interview with family members, the patient may have mistakenly taken a double dose of gabapentin. The other action planned was that the physician wants to make a refill of the pump to evaluate that there are no discrepancies observed between expected and calculated volume. Since the event occurred, the drug reservoir residual volume has never been evaluated.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# unknown, implanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the actions/interventions taken by the hcp was the last refill took place on (B)(6) 2023 and yesterday, (B)(6) 2023, the physician carried out the refill of the pump and reported there were no discrepancies observed between expected and calculated volume. It was reported the patient's condition remains stable but remains under control because he suffers from sleep apnea.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported pertaining to the cause of the hcp being unable to reach the cap, there were no reported events or evidences that prevented the hcp from reaching the catheter access port. The procedure was performed with the help of a pain therapist with low expertise on therapy drug delivery and interventional procedures related to resolution of complications. The actions/interventions taken to resolve the inability to access the cap was the physician made numerous attempts with both 24g needles with different lengths included in the cap kit and by changing percutaneous position entry point through the use of the brightness amplifier and ultrasound. No other actions were taken. The event has not been resolved at the moment no other action are planned to resolve it.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# unknown implanted: (B)(6) 2019, product type catheter .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.